Event description:
It was reported that the health care professional (hcp) wanted to know if the device system with this left ventricular (lv) lead was magnetic resonance imaging (MRI) conditional. Technical services (ts) confirmed that the system was MRI-conditional and all recent lead measurements were within limits. However, ts noted that there was a high out of range pacing impedance alert on this lv lead channel at the last device check. The hcp called back and confirmed that the device functioned normally, and the lead measurements remained within range after the MRI was performed. The lead remains in use. No adverse patient effects were reported.